Manufacturer narrative:
Investigation pending device return.

Event description:
The user reported that during the procedure they were unable to calibrate the system and received an erroneous date for po2. There was no patient harm; however, spectrum medical considers this to be reportable.